Event description:
The following information was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(4) of bacterial peritonitis in a patient coincident with dianeal pd4 unknown bag and extraneal viaflex therapies. On (B)(6) 2011, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain which required hospitalization. On (B)(6) 2011, the patient began remedial therapy with ceftazidime and vancomycin. On (B)(6) 2011, remedial therapy with vancomycin was discontinued. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011, remedial therapy with ceftazidime was discontinued. The cause of the peritonitis was not reported. At the time of this report, dianeal pd4 unknown bag and extraneal viaflex therapies were ongoing, dose not changed. On (B)(6) 2011, the outcome for the event of bacterial peritonitis with culture positive for neisseria flavescens had resolved. The nurse did not provide an assessment of causality for the event of bacterial peritonitis with culture positive for neisseria flavescens and the relationship with dianeal pd4 unknown bag and extraneal viaflex therapies.

Manufacturer narrative:
(B)(4). The complaint for peritonitis-no malfunction or use was found to have no device malfunction or use error identified. The problem cannot be confirmed due to no use error described by the patient, a sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition is undetermined.